Event description:
It was reported that the day after implant, the patient's implantable pulse generator (ipg) began to tone. The patient returned to the hospital and it was determined that their right ventricular (rv) lead had high impedance and possible microdislodgement. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).